Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system by a retailer vendor on 2/14/1998. On 2/26/1998, consumer sought medical treatment for an infection at the ear piercing site. Antibiotics were prescribed. On 3/4/1998, consumer was admitted to the hosp for intravenous antibiotic treatments. She was released on 3/11/1998.